Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), perforation ("perforation"), device dislocation ("migration./ migration of essure device location of device: end of fallopian tube"), fallopian tube disorder ("fallopian tube rupture"), genital haemorrhage ("abnormal bleeding") and infection ("infection") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid cancer and back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from 2008 to 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("debilitating menstrual pain / dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("discharge") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), fallopian tube disorder (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), infection (seriousness criterion medically significant), abdominal pain lower ("abdominal pain and cramping"), menstruation irregular ("irregular menstrual cycles"), hypersensitivity ("allergic / hypersensitivity reactions"), amnesia ("prolonged memoryl oss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, perforation, device dislocation, fallopian tube disorder, genital haemorrhage, infection, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, bladder disorder, cystitis, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube disorder, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, perforation, rash, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: after removed essure taken drugs citalopram 10 mg ,levothyroxine 200 mg ,hydrocodone acetaminophen 5mg -325 mg , percocet. I introduced the essure device and was able to cannulate the left tubal ostium right away. I drew back on the flywheel and had about 4 coils into the uterine cavity. I had about 3 coils into the uterine cavity. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs+mr received reporter information was added. Product indication added. New event added : depression, bladder problems and urinary problems. Event onset date added. Medical history were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube disorder ("fallopian tube rupture "), perforation ("perforation"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and infection ("infection") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube disorder (seriousness criterion medically significant) with pelvic pain, perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection (seriousness criterion medically significant), abdominal pain lower ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), hypersensitivity ("allergic / hypersensitivity reactions"), amnesia ("prolonged memoryl oss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with surgery (removal of the defective deice on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube disorder, perforation, device dislocation, genital haemorrhage, infection, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube disorder, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, perforation, rash and vaginal discharge to be related to essure. Further company follow-up with the consumer or lawyer is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.